Manufacturer narrative:
Device data confirms the reported event. 37 minutes into perfusion, message code 180 (ifb reset/timeout) was noted. Following the reset, portal flow measurement was lost and did not return until the user intervened. All parameters during the period of no reported portal flow appear consistent with a clinical picture of good portal flow being present. The metra appropriately responded to the reset. The ifb board was inspected and reseated as a precaution. The device subsequently passed all applicable testing.

Event description:
It was reported that during perfusion, no arterial and portal flows were displaying. Message codes 240 (portal flow sensor error) and 370 (low portal flow) were correctly delivered to the user. Perfusion and the reservoir were confirmed to be stable at this time. Troubleshooting was performed and the reported event was resolved with a power cycle. The liver was successfully transplanted following perfusion.